Event description:
Device interrogation at office visit revealed that the output current was set to 0ma instead of to prescribed parameter, resulting in a loss of vns therapy to the patient. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the programming anomaly. The patient's device was reprogrammed to prescribed settings. Review of device programming history revealed that the patient's device was not interrogated to confirm proper device settings as the last step of the previous programming session approximately 2 1/2 months prior.